Manufacturer narrative:
Clinical investigation: a patient experienced low ultrafiltration (uf) due to bicarbonate conductivity low alarms during hemodialysis (hd) treatment on (B)(6) 2018. Approximately 20 minutes into hd treatment the machine had to be placed into bypass in order to clear the bibag conductivity low alarm. The bibag was changed to jugs in order to proceed with treatment. The treatment time was extended due to switching out the bibag to jugs, but there was no issue with fluid removal and the patient did not experience an adverse event or require any medical intervention. The patient¿s treatment met the uf goal of 4000ml being removed. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician at a user facility reported that the ultrafiltration (uf) fluid removal was low due to bicarbonate conductivity low alarms stopping the uf pump a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. 20 minutes into treatment the machine had to be placed into bypass mode in order to clear the bicarbonate conductivity low alarms. The bibag was changed to jugs to proceed with treatment, which resulted in treatment time being extended. The patient was able to successfully complete treatment on the machine and the correct amount of fluid was removed from the patient at the end of treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Per the biomedical technician, the transducer pressure was calibrated, and the machine returned to service.